Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient reported blood glucose results of "146 mg/dl" with a lifescan meter and "101 mg/dl" on another meter. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.